Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the undersensing observed during the implant procedure, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
Boston scientific received information that it was difficult to connect the right atrial lead to this device properly during the implant procedure, while no issues with the right ventricular lead were noted. Air was removed from the lead and re inserted into the device header several times, and the tip of the lead was checked under fluoroscopy. The lead was not fully inserted. The lead was checked with a programmer and it was noted that the marker of the right atrial lead was not displayed and the amplitudes were not able to be measured. Device failure was suspected. The device was replaced while the right atrial lead was connected to a new device. This device was returned. No adverse patient effects were reported.